Event description:
Boston scientific received information that this right ventricular lead exhibited impedance measurements greater than 2000 ohms. Additionally, there was high threshold measurements and noise that was oversensed resulting in pacing inhibition. The physician disconected the device and tested the lead which resulted in normal measurements. As a result, the physician elected to replace the device only.

Manufacturer narrative:
The product has not been returned. If returned, or if additional information becomes available, this event will updated.